Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name along with the contact information?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the mesh was implanted. It was also reported that after the surgery, the mesh has already had a bit removed through into vagina and now it's getting worse. Device remains implanted. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 06/03/2019. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions to the patient: have you filed previously any complaint regarding your mesh event in scotland? If yes, please provide a complaint information and complaint number. If in your possession, may we have copies of your operative reports? Initial procedure and any partial removal/revision surgeries? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name along with the contact information? Questions to the hp/surgeon: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical interventions for mesh exposure performed or planned to be performed, including dates and surgical findings? Was any deficiency or anomaly of the mesh? If yes, please describe it. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?